Event description:
It was reported that the right ventricular (rv) lead had high thresholds. An x-ray revealed that the lead had become dislodged. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2013. (B)(4).